Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An exterior physical visual inspection was performed and the transmitter passed. A voltage measurement was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. A transmitter functional test was performed and the transmitter passed. A share log review could not be performed as no data was found. A bin file analysis was performed and the file did not display anything related to the customer complaint. Confirmation of the complaint could not be determined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed the same blood glucose reading for 30 minutes. No data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.